Event description:
It was reported that the impedance on the right ventricular lead trended upwards over the last several months. The lead was capped and a new lead was implanted. There were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable pulse generator (ipg) implanted: 2006 (B)(6); product ID: 5068-52 implantable pacing lead implanted: 1999 (B)(6). (B)(4).